Event description:
It was reported to nova biomedical that a consumer received a result between 360 - 475 mg/dl on their blood glucose meter. The consumer did not believe the reading to be accurate. She subsequently experienced a hypoglycemic event requiring medical intervention at the emergency room. The consumer received a 32 mg/dl when tested in the emergency room and the time difference is not known. At this time, the meter and test strips in question will not be returned for evaluation until the consumer calls back with the serial lot numbers of the equipment and further troubleshooting can be done.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.